Manufacturer narrative:
Device not returned. Unfortunately, the explanted valve was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears the patient's stenosis was likely caused by the calcified valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Event description:
It was reported that the prosthetic valve was explanted after an implant duration of approximately 9 years due to aortic stenosis (as). Per the op report, intra-op transesophageal echocardiogram confirmed the presence of as. During explantation of the valve, it was noted to be significantly calcified. Care was taken to remove all calcific debris and a new 21 mm edwards bioprosthetic valve was implanted. It seated nicely in the annulus and the coronary ostia were easily visible following valve implantation. Patient was successfully and easily weaned from cardiopulmonary bypass. Patient was discharged in stable condition.